Event description:
The customer reported that the system would not display a fluoroscopy image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and found the camera needed to be replaced, but no conclusion can be drawn as repair information is not available.